Event description:
It was reported that the left side of a rollator had a sharp edge and the user cut her pinky finger. The user had it bandaged. There was no report of user injury or medical intervention.